Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that after a patient was implanted with an ICD system the pocket wound did not heal. The system was explanted and replaced. Allergy tests performed were negative. Due to the same problem occurring with the new system, the physician suspected the wounds had not healed because the patient had picked at them.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.